Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection was seen on the right ventricular (rv) lead on echo. The implantable cardioverter defibrillator (ICD) and rv lead were explanted. It was noted that the source of infection was unknown but cultures were taken at the time of explant of the lead tip, pocket and ICD. No further patient complications have been reported as a result of this event.